Event description:
The patient reported he had not charged his scs system in approximately a year, and as a result, his ipg will no longer communicate with external devices. A replacement charger was shipped to the patient, but did not resolve the issue. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.